Event description:
It was reported that leakage of sample occurred outside of instrument with a bd facslyric¿ 3l10c instrument. The following information was provided by the initial reporter: when performing sit flush fluid is dripping from the probe. Customer has already massaged the tubing that was in the pinch valve. Steps taken with customer/troubleshooting: none. Next steps (if necessary): place case into the callback queue. Are you using this product for clinical diagnostic test? Y. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? Y. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Y. 3. What was the fluid that leaked? Sheath. 4. What is the source of leak -- waste line or non-waste line? Non. 5. Was the customer exposed to blood or bodily fluids? N. 6. Was there any physical harm to the customer as a result of the leak n. Software version? Unknown. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. They have repositioned thepinch valve tubing. The sheath tank is on the floor and the stinger is adjusted properly. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? N. 1. Was the leak fluid or air? (If air, no further questions required) unknown. 2. Was the leak contained within the instrument? (If contained, no further questions required) n. 3. What was the fluid that leaked? (Non-bio-hazard, bio-hazard, waste?) Unknown. 4. If waste, was it mixed with decontamination or bleach? N. 5. Was there spray of fluid under pressure? N. 6. If customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin)? N/a. 7. Was personal protective equipment (ppe) being worn? Y. 8. Was there any physical harm/injury or impact to patient samples due to leak? N. 9. If customer was harmed/injured, provide details - how and to what extent? N/a. 10. If there was patient harm, what is the current medical status? N/a. Resolution achieved (y/n)? N. Additionally, on 2020-06-30 the fse provided the following additional information: leak was sheath fluid and liquid from previous sample tube, it was a drip, it was not contained within the instrument.

Manufacturer narrative:
H.6. Investigation: ¿ problem statement: customer reported complaint on a facslyric 3l10c instrument ¿ 659180 that the sip/sit drips and the waste leakage is without bleach not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 16jun2019 to date 16jun2020. ¿ complaint trend: this is the only complaint related to this issue of the sit leaking waste not contained within the instrument. Date range from 16jun2019 to date 16jun2020. ¿ manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the sip or sit leaking waste without bleach and not contained within the instrument was due to a clogged sit tube and a worn degasser assembly. The fse (field service engineer) confirmed this as he cleared the clog in the sit tube with water. In addition, he found the degasser, part# 654888 - degasser subassembly service, was not functioning properly and contributing to the leak. This part is not returnable for evaluation and was replaced from non-inventoried stock. After the repairs the instrument was performing as expected and there was no leaks from the sit. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste, as cautioned in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, page 125. After the repairst, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, however there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01497232, case # (B)(6). Install date: (B)(6) 2019. Defective part number: 654888 - degasser subassembly service. Work order notes: o subject / reported: when performing sit flush fluid is dripping from the probe. O problem description: when performing sit flush fluid is dripping from the probe. Customer has already massaged the tubing that was in the pinch valve. Replaced the degasser. O work performed: flushed the sit tube with di h2o. O cause: sit tube was blocked and degasser was defective. O solution: cleared the sit tube by flushing it and replaced the degasser. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. T, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O tfs: 89169. O ID: libivdra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drips. Provide instruction for universal precautions. O req link (tfs ID): 93132. Libivddid-262 sample preservation during pause. O implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-51ir. O effectiveness verification: lsvn-1008-dr. Libivd-se-15-51ir. O propabiltiy: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. O tfs: 89171. O ID: libivdra-63 2.1.8. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: wrong results by cross contamination. O risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes. O req link (tfs ID): 93132. Libivddid-262 sample preservation during pause. O implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-72p. O effectiveness verification: lsvn-1008-dr. Libivd-se-15-72f. O propabiltiy: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause was due to the pinch valve and degasser. ¿ conclusion: based on the investigation results, the root cause of the sip/sit leaking waste on the facslyric was due to a clogged pinch valve and a worn degasser assembly. The fse had confirmed the issues and performed the necessary repairs. The leak was resolved and the instrument was functioning as expected. The safety risk is moderate, s3, however there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage of sample occurred outside of instrument with a bd facslyric¿ 3l10c instrument. The following information was provided by the initial reporter: when performing sit flush fluid is dripping from the probe. Customer has already massaged the tubing that was in the pinch valve. Steps taken with customer/troubleshooting: none. Next steps (if necessary): place case into the callback queue are you using this product for clinical diagnostic test? Y. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? Y. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Y. What was the fluid that leaked? Sheath. What is the source of leak/waste line or non-waste line? None. Was the customer exposed to blood or bodily fluids? N. Was there any physical harm to the customer as a result of the leak n. Software version? Unknown. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. They have repositioned the pinch valve tubing. The sheath tank is on the floor and the stinger is adjusted properly. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? N. Was the leak fluid or air? (If air, no further questions required) unknown. Was the leak contained within the instrument? (If contained, no further questions required) n. What was the fluid that leaked? (Non-bio-hazard, bio-hazard, waste?) Unknown. If waste, was it mixed with decontamination or bleach? N. Was there spray of fluid under pressure? N. If customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin)? N/a. Was personal protective equipment (ppe) being worn? Y. Was there any physical harm/injury or impact to patient samples due to leak? N. If customer was harmed/injured, provide details - how and to what extent? N/a. If there was patient harm, what is the current medical status? N/a. Resolution achieved (y/n)? N. Additionally, on 2020-06-30 the fse provided the following additional information: leak was sheath fluid and liquid from previous sample tube, it was a drip, it was not contained within the instrument.